Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the device air/water nozzle could not be identified and the root cause of the issue could not be determined, as there was no device deformation observed that could result in the retention of foreign material and the facility device reprocessing was confirmed to have been performed in accordance to the IFU. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿. ¿inspection of the endoscope¿ ¿9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. ¿inspection of the objective lens cleaning function¿ ¿inspection of the water feeding function¿ ¿1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image¿. ¿2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image¿. Reprocessing survey info: - the device was cleaned, disinfected, and sterilized before being sent to olympus - there was no delay in the start of pre-cleaning - the air/water nozzle was flushed with water and air - there were no abnormalities in the accessories used for reprocessing - the air/water nozzle was wiped/brushed with clean lint free cloths, brushes, or sponges - the air/water nozzle was flushed with detergent solution olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope, connecting tube has a dent. There were no reports of patient or user harm associated with this event. The subject device was subsequently evaluated by olympus. The evaluation found that foreign matter was clogging the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was soaked and flushed with a detergent solution during reprocessing. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: connecting tube has a dent, nozzle has foreign objects due to wear of angle wire. The play of upward/downward knob is out of the standard value, bending section cover or distal sheath has a scratch, adhesive on bending section cover or distal sheath rubber has a chip, adhesive on bending section cover or distal sheath rubber has a crack, adhesive on bending section cover or distal sheath rubber has a white-clouded area, due to clogging of nozzle, water removal ability does not meet the standard value, color ring has a crack, switch1 has a scratch, plastic distal end cover has a burn, connecting tube has a scratch, due to wear of angle wire, bending angle in upward direction does not meet the standard value, objective lens has a chip, protector of universal cord on control section side has a scratch, universal cord has a wrinkle, image guide protector has a scratch, adhesive on bending section cover or distal sheath rubber has a scratch, due to wear of angle wire, the play of upward/downward angulation control knob is out of the standard value, and electrical connector has discoloration due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.